Event description:
Clinical nurse specialist reported hard-to-remove stylets during insertion of perc line; one ruptured the catheter upon pulling the stylet. Line was repaired by cns. Line remains in pt. (This is the second report).